Event description:
A 75-year-old female with an unknown medical history underwent percutaneous implantation of an impella cp device via the right femoral artery for temporary mechanical circulatory support. The indication for use was cardiogenic shock secondary to an acute myocardial infarction. At the time of impella initiation, the patient was classified as society for cardiovascular angiography and interventions (scai) stage d cardiogenic shock, and the scai classification remained stage d at the conclusion of support. On post-implant day 3, nursing staff observed a hematoma at the impella access site. A femoral compression device (femstop) was applied, and bleeding resolved. The patient remained on impella support for an additional two days and was subsequently successfully weaned from support. The impella cp device was explanted with a survived patient outcome. Access site bleeding and hematoma formation are known risks associated with impella cp use, as described in the impella instructions for use, and may be related the arterial access, anticoagulation therapy, or patient-related factors.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Access site bleeding and hematoma formation are known risks associated with impella cp use, as described in the impella instructions for use, and may be related the arterial access, anticoagulation therapy, or patient-related factors.

Manufacturer narrative:
Hematoma/asae: the cause of the access site adverse event was not determined due to insufficient clinical details.